Event description:
Medtronic received a report that there was incidental supraopthalmic internal carotid artery (ica) aneurysm, tortuous vessel anatomy, envoy6f/phenom27/synchro14 approach. The pipeline did not open (middle section) within a bend of the intracranial ica despite being resheathed 3 times with repositioning of the microcatheter. They eventually removed the pipeline and found that the device was deformed. They then used a new pipeline which was successfully deployed in the first maneuver. The pipeline was positioned in a bend. Approximately 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an approved indication. The pipeline and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular supraopthalmic internal carotid artery (ica) aneurysm on the left with a max diameter of 4.8mm and a 3.5mm neck diameter. The landing zone was 4mm, 3.9mm distally and 4.1mm proximaly. It was noted the patient's vessel tortuosity was very tortuous common carotid artery and ica (both extra and intracranially). Dual antiplatelet therapy (dapt) was administered. Angiographic result post-procedure showed successful placement of a second pipeline (the first one was removed.) Ancillary devices include an envoy 6f, phenom 27 microcatheter, synchro 14 microwire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.